Manufacturer narrative:
The device was discarded by the customer, therefore, a physical evaluation of the product cannot be completed. A supplemental MDR will be filed if new information is received.

Event description:
The complainant reported a (B)(6) male patient presenting with ami/cgs. The impella cp optical was selected for support. The pump was successfully delivered via the supplied a 14fr introducer. When escalating the patient's care to high support, a perforation in the shared femoral artery was noted. The perforation was alleged as a result of the 14fr sheath being inserted without fluoroscopic guidance and handled from the back (against recommendation). The vessel was repaired with 2 stitches and the injury resolved.